Event description:
It was reported that during a ¿ex. Laparoscopic colostomy takedown lar¿ procedure stapler cut tissue but did not staple. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure controlled when the device did not staple? Was there any change to the procedure or post -op care for the patient? Response: I do not have any additional information on the device. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.